Event description:
During a procedure to remove and replace biliary stents, the physician used a wilson-cook fusion ultra short wire guide, a fusion extraction balloon, a fusion dilation balloon, and two biliary c stents. After removing the existing stents, the physician swept the pt's duct with the extraction balloon and then dilated with the dilation balloon. After placing the c stents. The physician noticed a portion of black material, approx 1 cm in length, was seated next to the stents. The wire guide was removed and it was noticed that the floppy tip was damaged. The detached portion was removed from the pt with biopsy forceps. Post procedure, the pt's condition was reported as good.